Event description:
Received user facility medwatcfh report: "patient undetgoing diagnostic cerebral angiogram s/p coil embolizations of cerebral aneurysms. At the end of the procedure, a perclose device was used to close the right femoral puncture site. The device malfunctioned and broke off inside the patient's right common femoral artery. The patient had and exsanguinating hemorrhage and was taken urgently to surgery for a right common femoral artery exploration, right profunda endarterectomy and gore-tex patch angioplasty of right profunda artery." No further information is available at this time. The patient status is unk.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.